Manufacturer narrative:
The device was manufactured between august 17, 2018 - august 18, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink solution sets were leaking; further described as the roller clamps would leave marks in the tubing and cause leaks and the slide clamps would splice through the tubing and cause leaks. The leaks were discovered during product use at unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.